Event description:
It was reported that two er320 were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the devices fell apart during first use. The applier end (jaw) fell apart.